Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer arrived and verified complete operation of the injector and determined that injector operated as programmed, but that the fields on console were being populated with redundant information. Problem was traced to a bad console cable that was causing the issue with console display. The console cable was replaced and the injector checked for proper operation per maintenance section of service manual. Fse also noted and replaced a deteriorated gasket for the console display. System returned to full service by the customer.

Event description:
On 05/14: customer reports that injector console is fine until the staff hits the "start" injection button. At that time all the information is unreadable. The customer can not tell what values are being injected. During a timed injection protocol, the customer has missed the window of injection due to values not being readable.